Event description:
It was reported that a skin reaction issue occurred. The wearable was inserted into the arm on (B)(6) 2025. Prior to sensor insertion the area was prepped with soap and water. On (B)(6) 2025, the patient developed cellulitis under the sensor patch. On (B)(6) 2025, the patient consulted his general practitioner who assessed the area and prescribed an oral antibiotic medication (doxycycline, unspecified tablets two times per day for 10 days) for the infection. At the time of the report, the patient was on the 8th day of antibiotics treatment, and the area was improving. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).